Event description:
It was reported that the vns patient experienced a ¿big¿ seizure at school on (B)(6) 2014. The magnet was swiped but had no effect on the seizure. It was noted that the magnet mode stimulation normally aborts the patient¿s seizures. Attempts for additional relevant information have been unsuccessful to date.